Event description:
The product complaint report shows the customer alleged the audible alarm failed to sound during an alarm for event. The facilities biomedical technician inspected the device and found the audible alarm to be intermittent and replaced the alarm assembly. The customer reported no pt harm or injury. It is not verified that the audible alarm failed to sound, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.